Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead exhibited helix rotation issues. The rv lead was then removed and replaced with a new lead. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. The reported event of noise was confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event was due to the over torqued inner coil in the connector region and the helix/inner coil clogged with blood/tissue. Coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.